Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample without packaging was provided for evaluation. The returned sample was visually evaluated, and it was observed the set was filled with a clear solution and the low-pressure backcheck valve was broken inside the y-site arm. While an exact root cause cannot be determined, a review of the complaint sample suggests that the defect did not originate from a failure in the manufacturing processes. Based on these findings the most likely potential cause is that the defect originated from excessive force being placed on the valve during use. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: details of complaint (reported issue): process of priming a revo blood set with emergency blood. Spiked the normal saline bag noticed it was free flooding onto the floor. Then notice the tube was broken. Potential for blood to have been spilled on floor wasted. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.